Event description:
Dr was screwing in a cannulated screw while performing an arthroscopic left acl repair, when the tip of the screwdriver broke off inside the pt. The broken off tip was jammed in the implanted screw. Dr removed the tip with a grasper.